Manufacturer narrative:
Siemens filed the initial MDR on april 19, 2019. 05/14/2019 additional information: the customer observed patient samples which resulted within normal limits on the tni-ultra assay on the advia centaur xpt but resulted above normal limits for the tnih assay on the same advia centaur xpt. The results are reproducible on both methods. Medical history and expected result are not available for these patients. It is not clear which is considered the correct result. Quality control (qc) was in range at the time of all testing. Siemens reviewed available information and had the specimens sent in for further testing to identify probable cause. Biotin levels of the samples (as reported by the customer) would not be high enough to cause falsely low tni-ultra results. Siemens ran the five patient specimens that were returned from the customer on the tni-ultra assay neat and diluted 1:2 and on the tnih assay neat and on one sample that had sufficient volume, diluted 1:2. Hbt tubes were run for the samples on tni-ultra. The remaining sample volume was insufficient to do any further testing. Neat results reproduced the customer observation on both assays. 1:2 dilutions and hbt tube testing did not change the sample results which is suggestive that no heterophile antibody is present in the samples. Siemens also reviewed patient pool sample results and qc results for internal data on the kit lots involved. All results met specification. The discordance on the results between the methods is sample specific and not a potential product performance issue. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. We cannot rule this out as the cause for the discordant results between the two troponin I methods on these samples. The assay architecture and binding are different between the methods so an interference may interact with one and not the other. Interference can occur because of auto antibodies and immunoglobulin-protein complexes such as macro troponin. The interfering substances can give rise to a falsely high or less commonly a falsely low result. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2019-00058 supplemental report 1 (system 1, samples (B)(6)), MDR 1219913-2019-00064 supplemental report 1(system 1, samples (B)(6)), and MDR 1219913-2019-00065 supplemental report 1 (system 2, samples (B)(6)) were filed for the same event.

Manufacturer narrative:
The customer measured biotin of the three samples. Results are the following: (B)(6), 0,082 ng/ml, (B)(6), 0,409 ng/ml, (B)(6), 0,150 ng/ml. All results are <10 ng/ml. The cause for the discordant advia centaur xpt tnih results is being investigated. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2019-00058 (system 1, samples (B)(6)), MDR 1219913-2019-00064 (system 1, samples (B)(6)), and MDR 1219913-2019-00065 (system 2, samples (B)(6)) were filed for the same event.

Event description:
Discordant high advia centaur xpt high-sensitivity troponin I (tnih) results were obtained on samples from three patients when compared to the tni-ultra assay. The customer is running tnih and tni-ultra in parallel. The samples were run on two advia centaur xpt systems with similar results. It is unknown which results are correct. However, the high results were reported to the physician. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant tnih results.